Event description:
Within two months of receiving mentor siltex textured saline breast implants in (B) (6) 1999, I was diagnosed with migraines and complex partial seizures. I was suffering myoclonic jerks at night in my sleep, short blackouts, balance problems, perceptual changes, and vertigo. Within the next several yrs, I developed hashimoto's hypothyroidism, fatigue, weight gain, and tingling and numbness in my fingers and toes. Over the next several yrs, I was diagnosed with anemia, restless legs syndrome, migraines again, and iritis/uveitis of both eyes. I developed allergies to many antibiotics and had a case of the hives that lasted two months. I developed lichen sclerosis, a scarring over my female genitalia, again thought to be autoimmune. I developed gerd and joint pain in my neck, lower back, wrists, elbows, hips, knees, and ankles. In 2009, I was diagnosed with carpal tunnel of both wrists. I also was diagnosed with undifferentiated connective tissue disorder in 2009 due to the presence of multiple autoimmune symptoms that did not fit one profile. I had a positive ana, was positive for cryoglobulinemia, and had an elevated ace -sarcoidosis marker-. In (B) (6) 2010, I began again to have a re-emergence of balance and perceptual issues, a migraine that lasted for six weeks, and severe difficulty speaking and thinking. I also noted that my left implant appeared to be shrinking. My memory was strongly affected. In (B) (6) 2010, my left implant completely deflated. I was hospitalized for testing of the seizure disorder, with results of "seizure disorder" and "nonepileptic events." On (B) (6) 2010, I underwent surgery to remove both implants en bloc. In the removal, the surgeon stated that I had "more scar tissue than is seen in most textured saline implants." The left implant had leaked over a period of months. Both the implants and the scar tissue have been sent to the lab for analysis, with results pending. Dose or amount: 2, frequency: 1, route: im. Dates of use: (B) (6) 1999 - (B) (6) 2010. Diagnosis or reason for use: elective breast augmentation - submuscular.